Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the location of the perforation: right fallopian tube / essure migration/ it appears that this coli may have migrated from its proper position).'), embedded device ('coil which appear partially embedded in the myometrium') and device expulsion ('coil which appear partially embedded in the myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "date of insertion and thermachoice endometrial ablation (B)(6) 2012". Concomitant products included estradiol (estrogen) from 2012 to 2013 for contraception. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain right side"), dysmenorrhoea ("severe dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, embedded device and device expulsion outcome was unknown and the abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation and menorrhagia to be related to essure. The reporter commented: received treatment for perforation , dysmenorrhea, menorrhagia, abdominal pain. 5 loops were visualized past the ostia on the left and 7 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: result: essure coils appeared in place, but spill noted on right, incomplete filling of cavity. The balloon was deflated prior to removal of catheter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received: case become incident. Previously added injury nos was replaced with fallopian tube perforation and new events: embedment device, device expulsion, device monitoring error, dysmenorrhea, menorrhagia, abdominal pain were added. Lab data, concomitant drug, reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.